Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing discomfort at the clik anchor site. The patient underwent a clik anchor explant procedure, and the patient was doing well postoperatively. The explanted device will not be returned per facility policy.